Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a scd comfort sleeve. The customer states that a scd comfort sleeve was used on a patient during a gynecological surgery with the da vinci robotic surgery. The patient was in a trendelenburg position and they were using the allen hug-u-vac steep trend positioner. The patient suffers from vascular disease but this was disregarded. The patient developed severe compartments resulting in a leg amputation.

Manufacturer narrative:
This evaluation was based on a technical review of all data received from the customer, and a pmv review of complaint trends. The reported condition for this incident states that a scd comfort sleeve was used on a patient during a gynecological surgery with the da vinci robotic surgery. The patient was in a trendelenburg position and they were using the allen hug-u-vac steep trend positioner. The patient suffers from vascular disease but this was disregarded. The patient developed severe compartments resulting in a leg amputation. No product was returned to medtronic associated with this complaint. Per the notes in the complaint, the customer had discarded the product. Since no product was returned, it was not possible to perform visual inspection or functional testing. The reported condition could not be confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Since no product was returned, it has been determined that no corrective action is required at this time. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.